Event description:
It was reported that the patient had 3 seizures last week including a big seizure. The patient's vns was reportedly interrogated and adjusted and the patient was referred for generator replacement due to battery depletion. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
The patient's generator was replaced prophylactically, with 8-18% battery capacity remaining. The explant facility reported discarded the explanted generator, therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.